Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a revision surgery was performed due to broken screws. This report involves one (1) 4.5mm ti cortex screw self-tapping 26mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrs and ktt. Part: 414.826. Lot: 9623345. Manufacturing site: (B)(4). Supplier: n/a. Release to warehouse date: august 28, 2015. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Investigation summary: the complaint device (cortscr ø4.5 self-tap l26 ti) was not received for investigation. A photo investigation was performed based on the photo. After review of the x-ray provided, a non union fracture with a plate and screw construct is present at the medial aspect of the right proximal tibia, where the three distal screws appear to be broken from the head, confirming the reported condition. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cortscr ø4.5 self-tap l26 ti was found to be broken near the head, fragment is included in the package. After visual inspection of the x-ray evidence provided, a plate and screw construct is visible at the right proximal tibia with signs of bone breakage, three cortex screws appear to be broken and two cortex screws appear to have migrated from original positioning. A dimensional inspection for the cortscr ø4.5 self-tap l26 ti was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cortscr ø4.5 self-tap l26 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.